Event description:
Synthes (B)(4) reported that she was advised by the surgeon that while doing a volar distal radius case, one of the locking screws had a very fine piece of free metal in its threads going all the way around the circumference of the screw. It looked like the thread had peeled off during the manufacturing process but had not been cleaned out of the threads. The screw was not inserted into the patient, available to return. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No lot number information was available, making a device history record review impossible. The manufacturing evaluation showed that the product was returned in a sealed bag containing a single screw. No part number nor lot number was provided. The screw was visually examined through the bag using a 10x magnifier. Chip wrap was observed still attached to the shaft threads just under the head. This complaint is valid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 1 unknown screw. Original awareness date is (B)(6) 2011.